Event description:
The product was used during an unspecified procedure. Reportedly, the trocar punctured the colon and mesentery and bleeding occurred. The surgeon performed a laparotomy to control the bleeding and correct the condition. The hospital has reported the patient's condition is satisfactory.